Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary: a representative of sichuan ankeli trading co., ltd. Reported on 19jun2023 that there was an incident with a ngage nitinol stone extractor (rpn: nge-022115; lot number: 14957614). As reported, prior to an unspecified procedure, the distal end of the basket could not be opened. The device was tested prior to use. Another device of the same type was used to complete the procedure. There were no adverse effects reported to the patient. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted. One ngage nitinol stone extractor was returned to cook for evaluation. The extractor was returned in an opened marketing box and tray. The basket distal tip and sheath were smashed in the tray lid upon return. Basket is damaged, support sheath is curved, and sheath is kinked in several places. The handle will not actuate the basket likely due to the kinks and curve in the support sheath. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the extractor sheath damage cannot be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to an unspecified procedure, the distal end of an ngage nitinol stone extractor basket could not be opened. The device was tested prior to use. Another device of the same type was used to complete the procedure. There were no adverse effects reported to the patient.

Manufacturer narrative:
G4: PMA/510(k) number: exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.